Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 13. On (B)(6) 2023, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.